Event description:
Ous MDR - these leads were implanted without incident. On (B)(6) 2015, the settings of the device were changed. The lead impedance was normal. The next day pericardial effusion was confirmed and cardiac tamponade happened. The patient died. The patient had a thrombocytopenia due to the dic. Dr. Suspected that the blood vessels were damaged and bleeding did not stop because of hypotension. Therefore, the pericardial effusion caused cardiac tamponade.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.